Event description:
The patient reported ¿the neurostimulator (ins) stopped working¿ .the patient indicated that when she would increase it, could only feel it for about an hour and then would not. The patient stated it had been probably 2 weeks since the occurrence but could have been longer than 2 weeks if her body had gotten used to the ins. The patient also mentioned that she had a spine surgery in (B)(6). The patient ins worked until about 2 weeks ago. The patient was on program 3 at 6.1v and ins was on. The patient tried program 4 at 3.4v to 7.3 but still could not feel stimulation. The patient then tried program 1 at 2.15v increased it to 2.85v and felt it on her left butt but not the bicycle seat area. The patient later reported she was not feeling it anymore. The patient stated that at 3.65v she wanted to say she could feel it but ¿when she goes to say she feels it she doesn't¿. The patient mentioned that she was taking something for nerve pain and was asked if that could affect it¿. The patient noted that she felt it in her vaginal area and it was hurting. The patient reported that she sometime felt it. The patient had not seen any notification of ins dying. It was noted that the programmer was working as intended. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v765391, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).